Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated a nurse received a needle stick. The incident took place at the conclusion of a blood draw using a system with a safety butterfly needle. The nurse was attempting to engage the safety device when the needle bent and she was stuck by the exposed needle tip. The nurse is reportedly receiving medical treatment consistent with blood exposure.